Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for complex reg pain syndrome type I and non-malignant pain. It was reported that they "always had trouble charging their ins" since implant date. Pt mentioned their manufacturer representative (rep) unpackaged the equipment after implant procedure and trained the pt on the equipment use. Troubles charging the ins were likely linked to the pt's ins orientation, but, within the past about 1.5 months, the pt noticed the ins took 1.5 hours to charge(pt said the ins typically took about 1 hour to charge) and pt mentioned they got "no device found" 5-8 times prior to the pt being able to connect the recharger antenna to the ins. The ins taking longer and longer to charge. Pt said trying to find the "right spot was ridiculous" recently. Pt mentioned they kept getting a "call medtronic" message on their controller when they charged their ins and pt entered passive recharge mode at least once and got a middle number of 79. Pt said they could ne ver get their ins to charge past 80% due to the recharger antenna issues. Pt had attempted a battery reset of the controller, but battery reset did not resolve issue. An email was sent to the repair department to replace the recharger antenna. Pt mentioned they had not seen their healthcare provider (hcp) since prior to covid-19. During a call, the pt mentioned their ins was not holding a charge very well for about the past 1.5 months. Pt mentioned they can "never get the ins charged up to 100% and the charge wears down within 24 hours". Pt said they had not turned their therapy up, but noticed the ins was depleting quicker. It was suggested that the pt call back if the issue persists. During a call, the pt mentioned their ins was "perpendicular to how the ins was installed" initially. Pt said about a month after implant procedure, they rolled over onto ins and ins caught in pt's sofa. One side of the ins was "ripped off" and the ins "made it's home perpendicular."

Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.